Event description:
It was reported that during treatment with one unit of prismaflex m100 set, an external blood leakage was observed at the return luer connector. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter facility name: (B)(6). The actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection of the provided photos showed that the cone of the return male luer lock (mll) is broken. The reported condition was verified. The observed leak is likely due to a broken mll cone. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.